Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-06147 - device 6 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient encountered six infusion set cannulas were bent within 3 or more hours after insertion in all events on (B)(6) 2024. The insertion site of the infusion site was at lower abdomen in all events. The patient regularly rotated the site location and confirmed that the introducer needle was ahead of the cannula prior to insertion. The issue got resolved by replacing the infusion set and resumed insulin successfully. The infusion set in use under 24 hours in all events. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.